Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: femur cemented posterior stabilized; p/n: 42500006002, l/n: 64031818; articular surface fixed bearing; p/n: 42522600512, l/n: 64042175; stem extension tapered cemented; p/n: 42557000114, l/n: 64412334; tibia cemented 5 degree stemmed; p/n: 42532006702, l/n: 64367667; all poly patella cemented; p/n: 42540000032, l/n: 64394938. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00350, 3007963827 - 2019 - 00351. Remains implanted.

Event description:
It was reported the patient underwent a manipulation under anesthesia procedure 2 month post-implantation due to arthrofibrosis. Subsequently, no revision occurred. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following; patient visited 6 weeks post tka surgery, her - health state was 50, eq5d .76, kss objective 86, rom 90 degrees, no mild pain, walking with cane. The patient underwent manipulation due to anesthesia due to arthrofibrosis with postoperative rom 0-135degrees, complication resolved. During mua noted easily broke up adhesion/scar tissue and able to flex knee 135 degrees and hence issue was resolved. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.